Manufacturer narrative:
Date of event : approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Post stent placement, the patient experienced discomfort. The stent was removed from the patient and the procedure was completed.